Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file confirmed the malfunction and fse determined that the fuse and power supply in the m-cabinet was faulty. The fse replaced the main power distribution unit(mpdu) assembly and mpdu accessories. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that system does not start. The device was outside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the power supply unit in the m cabinet. The device was returned to expected functionality.